Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. The customer reloaded the cartridge and a cartridge alarm occurred. Reportedly, the customer had filled the cartridge with 100 units of insulin. A supply change was performed to address the issue. Customer¿s blood glucose level ranged from 115-152 mg/dl.